Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6- narrative functional/misalignment couldn't be verified from the provided picture, as there are no visible signs which could result in such an issue. Also it's visible on the picture that aiming arm and the insertion handel got mounted together in correct direction. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an lcp medial distal tibia internal fixation with jig procedure, the aiming arm and insertion handle did not align with lcp holes. The surgeon was unable to use these instruments for percutaneous insertion. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown tibial plate (part # unknown, lot # unknown, quantity unknown). This report is for one (1) aiming arm f/3.5mm lcp low bnd medial distal tibia pl/right. This is report 1 of 2 for (B)(4).